Manufacturer narrative:
This MDR submitted electronically on 04/21/2017 references accriva diagnostics' complaint number (B)(4). Method code: actual device not evaluated. DHR review was not performed because the complaint is unrelated to product performance or packaging. Results code: no results available since no evaluation performed. Conclusion codes: human factors issue. Training deficiency. Device not returned. Accriva diagnostics has requested all data required for form 3500a.

Event description:
Healthcare professional reported that an end user sustained an injury while dispensing a direct check quality control. This control is packaged in a glass ampule inside a crushable plastic dropper vial containing diluent. When reconstituting the control, the end-user wore gloves but failed to utilize the protective sleeve provided with the product . The purpose of the sleeve is to safeguard the end user against potential injury while handling the control. The end user squeezed the vial and sustained a small cut to her right index finger which was caused by a sharp piece of plastic. The end user washed the affected area with soap and water and applied a band aid. No other medical care was required and no complications were documented.